Event description:
Pt had no complaints prior to initiation of hemodialysis bp 160/80 t959. P80 2.6 kg weight gain. Dialysis was initiated at 400 bpf. 500 dfr, bp 140/80 at 7:20 am. Venous pressure 180 at 8:10 am the nurses who were sitting at the nurses desk noted that the pt was bleeding from her arm. The venous needle had become dislodged from the pt's access. The dialysis machine did not alarm. The venous needle line was still taped to the pt's arm and the tape was still attached to the wings on the venous needle. The needle had come out of the pt's access; the pt was bleeding from her access site and the blood pump was still on. The blood pump was stopped. The pt was given normal saline and placed in trendelenburg. The pt was initially unresponsive at the point that the event was identified, but she became more responsive as the saline was given. Bp was 160/p and pulse 80 +-. O2 was administered via mask. The physician ordered treatment to be resumed. A new system was primed and dialysis was restarted, bp 140/60 pulse 88. Pt was awake and oriented. In approx 20 mins, the pt became diaphoretic and breathing became labored. The physician was notified, dialysis was terminated and the pt was transfered to the hosp for further evaluation. The machine was evaluated after the event and all alarm systems were functional.